Event description:
Spica cast was cut down using the stryker cast cutter. This resulted in three superficial, approximately one-inch cuts on buttock and back thigh. This was a new cast cutter, purchased within the last few months. Facility sent the cast cutter back to stryker and the preliminary report from them indicates that the brushes in the electric motor were worn down or broken. This device has been used less than a dozen times since facility bought it.